Manufacturer narrative:
Incidental findings: fluid ingress. The reported event of the heartmate ii system controller having sparks coming from the white power cable were confirmed via the returned system controller. The heartmate ii system controller (serial number (B)(6) was returned to abbott burlington for analysis with cuts on the power cables. The controller was functionally tested, and upon connection to the power module, the white power cable of the system controller started sparking, confirming the reported event. The controller could not continue with functional testing due to the sparking, so the controller power cables were exchanged with known working power cables. The system was re-submitted for functional testing and passed all steps without issue. The returned power cables were dissected to find that the underlying wires of the cable had exposed conductors. The exposed conductors of the underlying wires were touching one another, causing an electrical short when the cable was connected to external power. The root cause of the reported event was determined to be due the internal conductors of the underlying wires being electrically shorted to one another; however, the cause of how the wires were exposed is not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms do not resolve. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment, including the system controller power cables, for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called to report sparks coming from white power cable. The patient had been sleeping and was connected to power module. The patient was instructed to switch to battery power. The alarm persisted. The controller was exchanged with successful resolution of alarm.